Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received a button alarm out of the box. After the customer cleared the initial alarm, the alarm recurred and could not be cleared. Customer¿s blood glucose was 125 mg/dl. Reportedly, customer reverted to an alternate pump for insulin therapy.